Event description:
It was reported that a cdh29 was used during an anterior resection. It was reported by the affiliate that after firing the cdh29 to complete the low anterior resection procedure, the anastomosis was air leak tested. A leak was found at the posterior and lateral border of the staple. The donuts were complete and the instrument appeared to fire correctly. The instrument was fired at the lowest staple height on the gap setting scale (ie. The maximum tissue compression). The anastomosis was high enough to allow hand suturing to close the leak and a colostomy was avoided.